Event description:
It was reported that the bolt had sheared off and the fowler was no longer attached to one side. There was no reported pt involvement or adverse consequences.

Manufacturer narrative:
Customer supplied with part and will do their own repair.